Manufacturer narrative:
Corrected type of investigation, investigation findings, and investigation conclusions. The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to thv-in-thv in the mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The thv migration was unable to be confirmed due to unavailability of medical records/relevant imagery. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, ''they attempted to place a second 29mm s3ur valve to seal the pvl. While crossing, it was realized that the non-edwards valve and first s3ur valve were not properly anchored. As the commander delivery system crossed the two valves, it interacted with the valves and they both migrated towards the ventricle.'' Per the instructions for use (IFU), valve migration requiring intervention is a potential adverse event associated with transcatheter valve replacement. In this case, both the pre-existing non-edwards thv and the first sapien 3 ultra resilia thv migrated toward the ventricle while the crossing with the second sapien 3 ultra resilia thv, indicating that both the pre-existing non-edwards thv and the incident thv were not sufficiently anchored, likely due to off-label operation. As such, available information suggests that procedural factors (off-label operation) may have contributed to the migration. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. Edwards extensively trains physicians before they are qualified to use the sapien thv (all models). The thv training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The exact cause of the pvl is unknown but may be related to procedural factors, such as the off-label placement of the valve within the pre-existing non-edwards thv. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, this was a rescue attempt of a non-edwards transcatheter heart valve which had embolized in the mitral position. The team was able to capture it and drag it back to the mitral position. It was then attempted to anchor the non-edwards prosthesis with a 29mm sapien 3 ultra resilia (s3ur) valve. After placing the first s3ur valve, the team believed they had anchored the non-edwards valve in the mitral position. However, there was severe paravalvular leak (pvl) between the non-edwards valve and s3ur valve. They attempted to place a second 29mm s3ur valve to seal the pvl. While crossing, it was realized that the non-edwards valve and first s3ur valve were not properly anchored. As the commander delivery system crossed the two valves, it interacted with the valves and they both migrated towards the ventricle. They were able to deploy the second 29mm s3ur valve but this did not correct the pvl nor secure the now three implanted valves within the annulus. It was decided to take the patient to surgery and explant all devices to prevent embolization.